Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID b32000 lot# 082m31023. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the screws were very difficult to screw in resulting in a high level of pressure/force needed. This issue hurt the patient¿s hands and they felt it was too dangerous to have a screw this blunt with an exposed brain. The hcp was changing all screws going forward to a cranial plating system as there was a dramatic different with the ease of screwing in.